Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature was not displayed with the extension cord of the temperature sensing catheter (bad temperature indication).

Event description:
It was reported that the temperature was not displayed with the extension cord of the temperature sensing catheter (bad temperature indication). Per follow up information received on 22mar2022, it was mentioned only that there was a temperature display defect. It was unknown whether there was poor display or no display. The issue occurred only with the extension cord and there was patient involvement.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for diagnostic purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be "input female connector wears out". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " for use with bard temperature-sensing products and accessories". Correction: g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.